Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon first dilation at 6atm for 10 seconds. Then, the usage of this device was discontinued. Procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon first dilation at 6atm for 10 seconds. Then, the usage of this device was discontinued. Procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the balloon observed that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied, however the balloon failed to inflate due to the presence of solidified blood. The device was then soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the investigator again attached the device to an encore inflation unit and when positive pressure was applied liquid was observed escaping from a balloon pinhole leak 4mm distal to the distal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Multiple kinks were noted along the length of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).